Manufacturer narrative:
Malfunction was confirmed and root cause was attributed to a manufacturing deficiency. A corrective and preventative action (CAPA) was initiated to address the issue. G1-2 contact name was updated. H6 method code was updated to 4103. H6 results code was updated to 170. H6 conclusions code was updated to 23.

Manufacturer narrative:
This MDR is a result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement and failed to last the expected 90 days thereby requiring early removal of the inserted device.